Event description:
Complainant alleged that while attempting to monitor a 79-year-old female patient using the bovie, clinical staff reported intermittent qrs tone/dropout and inconsistent r-wave sensing and the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section 5b and h6 (medical device problem code) updated. The device was not returned to zoll medical corporation for evaluation. However, the customer provided the data file for review. It was reported that the unit alarmed "check pads" during bovie activation, raising concerns about potential qrs tone loss. Analysis showed the qrs detection was impacted by signal complexity and electrical noise. The issue was due to a known behavior called qrs detection blanking, where the device temporarily suspends detection to avoid false positives caused by noise or interference from electrosurgical equipment. In this case, the blanking interval extended from 40 milliseconds to 160 milliseconds due to high noise levels. The device operated as expected. There was no fault found with the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 79-year-old female patient using the bovie, the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.